Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 5.5, lab: 3.34. Patient's therapeutic range is 2.5-3.5. Patient had blood in his stool.

Manufacturer narrative:
Investigation pending.